Event description:
It was reported that the hospital ordered a heartmate (hm) touch communication system and the ipad was not able to link to the bluetooth adapter and well as keep charge. Troubleshooting was performed and it still did not work when tried to connect to a different bluetooth adapter. The bluetooth adapter in the kit was able to connect to a different hm touch. The center would be returning the hm touch communication system for out of box failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.